Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2008-00853 and 1016427-2008-00098.

Event description:
After post-dilation of the precise stent, the pt's blood pressure dropped to 58. The blood pressure recovered after few minutes, as vasopressor was administered intravenously. The pt was a male. The target lesion was right internal carotid artery. There was mild calcification and tortuousity. The rate of stenosis was 75%. There was no difficulty positioning the angioguard or placing the precise stent. There was no report of dissection. The brand of the balloon catheter used for post-dilatation is unk. The lesion was successfully treated, and the pt developed no neurological symptoms. The pt is currently in stable condition.